Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced an atrial impedance warning had occurred for high and infinite impedance levels. The lead was reprogrammed to unipolar mode and the patient was referred to their cardiologist for device management. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead experienced infinite impedance in the unipolar configuration. It was also noted that while the patient held their arm up, the threshold reading was normal, but with their arm down there was no capture. The device system was reprogrammed to ddd mode and the mode switch was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chest pain. It was noted the right atrial (ra) lead experienced a fracture and the lead was programmed off.